Manufacturer narrative:
It was reported that the device would be returned for analysis. The device history record was reviewed and showed there were no correlations/issues identified regarding manufacturing. The device was manufactured as a 12mm-sized device per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Per the manufacturing procedures, dilators are used to determine the appropriate size of each vein used for the device. The vein is sized properly when it hangs securely from the dilator in a straight line. Before finalizing the size of the vein, its diameter is verified by using the next size larger and smaller dilators to ensure that they do not provide a better fit. The available information at this time indicates that this is a 12mm device. A supplemental report will be filed if the device is returned for analysis. (B)(4).

Manufacturer narrative:
A small (4 cm x 1.6 cm) excised section from the outflow end of the valved conduit was received for analysis. The device¿s green outflow directional arrow was intact. 12 mm and 14 mm dilators were used in an attempt to measure the returned sample; however, an approximate inner diameter measurement could not be made due to the receipt condition. In addition to the device history record review previously conducted, a review of the lot sheet documentation shows there were no 14 mm veins produced from this tissue lot. Although only a small portion of the device was returned and the true size could not be confirmed through analysis, based on manufacturing documents, the device was most likely size 12mm. The device¿s instructions for use does state that the outflow side of the conduit may be larger than the size indicated; however, the size of the conduit is determined by inspection of the tip of the dilator approximately one cm below the margin of attachment of the leaflet. It was reported that a neutral metric sizer was used during procedure. Medtronic cannot confirm if the hospital¿s metric sizer was accurate.

Event description:
Medtronic received information that prior to the implant of this valved conduit, the surgeon reported that the device was labeled as a 12mm model but measured 14mm in size. The surgeon chose to continue with the implant as there was no alternative device readily available. The valve dilated to a volume/size comparable to the right ventricle and the surgeon could not close the thorax. The conduit was then explanted and replaced with another's manufacturer's non-valved conduit. It was reported that the device was measured using a neutral metric sizer. There were no adverse patient effects beyond prolongation of the procedure due to the unsuccessful implant of the device that resulted in its explant and implant of another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.